Manufacturer narrative:
The investigation is in progress. A sample has been received and it awaiting eval. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the MFR's acceptance criteria. A root cause has not yet been identified. (B)(4).

Event description:
A surgeon reported that during a vitrectomy procedure, micro air bubbles were coming from the vitrectomy probe port while the cutter was working. The procedure was able to be completed without exchanging the product. There was no harm to the pt. This is the second of two reports for this facility.